Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email several malfunctions on the insulin pump. Customer had a low blood glucose incident 2 years ago and paramedics were called to treat the customer. Customer advised they had a motor error alarm, no delivery alarm, keypad anomaly and low battery alert on the insulin pump. Customer declined to speak to the 24 hour helpline.